Manufacturer narrative:
(B)(4): information was not provided by the affiliate. Additional information was requested and the following response was received on (B)(4) 2011: (B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were malformed. The surgeon changed to use hand sewing to complete the procedure. There were no adverse consequences for the patient. Additional information in h10.